Event description:
It has been reported via the sales rep that back in 2003, a male pt rec'd impaction grafting surgery using the exeter 44 femoral stem. It has been reported that the same pt needed a revision surgery which was carried out 3 weeks ago because the surgeon reported via the sales rep that the original implant had fractured. It was reported that the pt was very muscular and stocky. It has also been reported by the sales rep that the surgeon commented that he had seen failures before in pt types who were muscular and stocky. The surgeon also commented that he believes the reason for the fracture is due to the pt type and the impaction grafting technique.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.